Manufacturer narrative:
Initially, it was reported that this valve model 3300tfx27mm implanted in aortic position was explanted after an implant duration of one (1) year and six (6) months for unknown reason. However, through investigation it was learned that this valve was explanted due to infective endocarditis leading to trace regurgitation. Reportedly, the vegetation and abscesses were visualized around the prosthetic valve. Per response received, the source of infection was IV drug use, and the infecting organism was candida parapsilosis, enterococcus faecalis. A biological valve was implanted in replacement. Unfortunately, the patient passed away 25 days after reintervention. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. (Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx27mm implanted in aortic position was explanted from a 58-year-old patient after an implant duration of one (1) year and six (6) months for unknown reason. A biological valve was implanted in replacement.